Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system camera could not view the automated trajectory guidance unit tracker. There was no patient present when this issue was identified.

Manufacturer narrative:
The manufacturer representative went to the site to test the system. The system was performing as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the probable cause of the reported issue was due to the at being bent.